Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent loss of atrial sensing. It was noted the patient was not receiving optimal intended pacing therapy due to the intermittent loss of sensing. It was noted reprogramming would take place to resolved the intermittent sensing and the ra lead remains in use. No patient complications have been reported as a result of this event.